Manufacturer narrative:
The device was returned for analysis. The returned device analysis did not confirm the reported product quality problem of looping of the gripper line, difficult to open clip and clip jumping open as no issues were observed and the device performed as indicated. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar complaints. The investigation was unable to determine a cause for the reported product quality problem of looping of the gripper line, difficult to open and clip jumping open. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumped open. It was reported that during preparation of the mitraclip delivery system (cds), it was noted that the gripper line made a loop on the proximal side of the clip. The final arm angle test was successful. When attempting to open the clip, the clip remained closed and then jumped to about 40 degrees in the open position. Opening of the clip was tested three times, and each time the clip did not open steadily, instead it jumped open to 40 degrees. The clip was not used in the anatomy. There was no clinically significant delay in the procedure. No additional information was provided.